Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The daughter of patient reported the loss of 6 v-go devices since (B)(6) 2022 due to the needle button accidently released prior to the completion of the 24-hour period. This would usually happen after about 2 hours of v-go use. In both instances the v-go device was successfully removed and replaced with a new v-go device.